Manufacturer narrative:
This event occurred in (B)(6).

Event description:
It was reported that the customer received erroneous results for three samples from the same patient tested for free triiodothyronine (ft3) on an e601 analyzer. The physician complained that the ft3 results did not correlate to the patient's symptoms. The first sample resulted as > 32.55 pg/ml for ft3 when tested on the e601 analyzer. This result was reported outside of the laboratory. The second sample resulted as > 32.55 pg/ml for ft3 when tested on the e601 analyzer on (B)(6) 2016. This result was reported outside of the laboratory. The third sample resulted as 21.58 pg/ml for ft3 when tested on the e601 analyzer on (B)(6) 2016. The result from the e601 analyzer was not reported outside of the laboratory. The sample was sent to be confirmed on an architect analyzer. When repeated on the architect analyzer, the sample resulted as 3.72 pg/ml for ft3. The patient was not adversely affected. The e601 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations were able to confirm the value obtained by the customer. An interfering factor to the ft3 assay antibody/idiotype was identified in the sample. This limitation is covered in product labeling.

Manufacturer narrative:
Refer to the attachment for patient diagnosis and medication information.